Manufacturer narrative:
(B)(4). Visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. Trend analysis for this device and device family, for the period 03-jul-2017 to 10-jul-2018, found four complaints were received for the same issue. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "after a few hours of use, the patient bit hard which resulted in the white handle becoming separated from the green molar guard."patient condition reported as "fine".